Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. A device was received in a condition making evaluation impossible. However, because quality's examination may not conclusively confirm or disprove the report of infection, migration, herniation, or crossover, quality accepts the physician's observations of such as the reason for surgical intervention. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, quality concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4979063. If additional information is received, quality will re-evaluate this complaint in accordance to procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information this inflatable penile prosthesis was revised on 10/09/2017 due to an infection observed intra-op, herniation through patch graft. Additional information received indicated it looked like the patch graft didn't hold, and there was a crossover in which the two cylinders migrated to one side.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a titan narrow was explanted due to infection. The device was replaced with titan 90-9918nc lot 5584191.